Manufacturer narrative:
Product evaluation: the used cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The cartridge has an aneurysm which starts behind the parting line. The aneurysm has torn across the upper portion of the tip. The tip also has heavy stress. The distal portion of a haptic is observed in the tip. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The rest of the lens was returned in the lens case. Viscoelastic is dried on the lens. One haptic is broken distal area. The optic has been cut in half typical of a removal. The associated lens, 18.5 diopter, is qualified for use with the cartridge. Iol product history records were reviewed and the documentation indicated the product met release criteria. The cartridge was damaged. The root cause for the observed damage may be related to a failure to follow the directions for use (dfu). There did not appear to be adequate viscoelastic in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscosurgical device, which may result in damage or delivery issues. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that during an intraocular lens (iol) implant procedure the cartridge cracked open during iol injection into the eye. The trailing haptic is stuck inside the crack, and the iol is damaged. The doctor has to enlarge the incision, cut the iol and take it out from the eye. As centre does not have an extra 18.5d iol, the doctor has to replace the lens with an 18.0d. Additional information was requested.